Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was treated with manual injection. Customer's blood glucose value was 357 mg/dl at the time of the call. Customer reported that the high blood glucose levels began last month. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles, site or insulin issues and device settings. Customer also reported that the insulin pump had motor error and no delivery alarms and they were able to complete the rewind process. Customer also mentioned cracks on the back of the insulin pump, battery cap, and lcd screen after it has been dropped in the past. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.